Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the device's catalog number, lot number, brand name, common device name, procode, UDI, correct implantation date, manufacturing date, expiration date, patient's date of birth and age at the time of event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor received medwatch report mw5088492 and became aware of the date of event, product's brand name, common device name, procode, UDI number, PMA number, catalog number, lot number, manufacturing date, expiration date, implantation date, explantation date and initial reporter's email address for side a. Mentor also became aware of the date of event, initial reporter's email, implantation and explantation dates for side b. Event description stated patient experienced bilateral painful hardening of breast implants, lupus and thyroid malfunction. This report is for side b. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: required intervention - patient underwent bilateral device removal on (B)(6) 2019. Device not returned. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced bilateral autoimmune disorder post-operational. Symptoms included stress, hypothyroidism, hair loss, arthritis, back pain, cold sweats, frequent peeing, massive brain fog, depression, anxiety, restricted breath, uncomfortable sleeping, insomnia, lack of appetite, sore hands and knees, and suicidal thoughts from no one helping. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two devices.